Event description:
Two pts were discharged from the hosp about nine months ago. Both pts were on o2. O2 tanks were changed. Four days later, one pt went into cardiac arrest and the other one died. Family member needs FDA to come and check the tanks.